Event description:
It was reported that this electrode was dislodged. Technical services (ts) discussed troubleshooting steps. This lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.